Event description:
The customer states that the accu-chek comfort curve strip expiration date is 09/30/2008. The electronic inventory system expiration date for the strips is 09/30/2007. Batch record verification also confirmed the expiration date as 09/30/2007. No actions taken or treatment given based on the event. No adverse event reported. New strips sent and return requested.